Event description:
Customer reported that pump screen was dark and would not turn on. Customer's blood glucose level was not impacted. Customer was advised to keep pump plugged into power source until replacement arrives, as cts decided to replace the pump. Customer will use multiple daily injections as backup therapy and agreed to return problematic pump within 10 days.